Event description:
It was reported that following a percutaneous coronary intervention, stent deformation and in-stent restenosis occurred. The patient was treated with a 2.75x24mm promus element plus drug eluting stent in the right coronary artery "some years ago." The stent was well apposed post deployment. In (B)(6) 2013, the patient returned with in-stent restenosis of the previously deployed stent. The physician also noted that the stent "looked deformed". The lesion was 90% stenosed with moderate calcification in a moderately tortuous vessel. The lesion was pre-dilated with a 2.5x20mm non-bsc balloon. The patient was treated with an additional stenting procedure. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).